Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, it was not possible to plug the lead into the channel 1 (contacts 0-7). It was possible to plug the same lead into the channel 2 (contacts 8-15). The plug was ok and it was possible to push it until the end. A new ins was used and the problem was solved. Patient status at the time of this report was unknown. The patient was described to be ok. There were no patient symptoms/injuries related to this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the stimulator revealed insignificant anomalies. Stimulation was functionally okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.